Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 17mm amplatzer septal occluder(aso) was selected for implant. The aso was delivered and when deployed in the patient's defect, the aso deformed into a cobra head shape, especially on the right atrium disk side. The physician attempted to restore the shape, but the issue was not solved. The issue was thought to be deployment failure of the aso, and another aso was prepared and implanted with no further issue, with no adverse consequence to the patient. It was reported that the polyester inside the aso was also uneven, and analysis was requested on the aso. No patient consequences were reported.